Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, after the left ventricular (lv) delivery catheter was slit, insulation anomaly was noted on the left ventricular lead. Visual inspection of the lead noted that the insulation on the left ventricular (lv) lead appeared frayed. The left ventricular lead was explanted, and a new lead was implanted. No patient consequences were reported due to the insulation issue and the patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information - the reported event of compromised insulation was confirmed. A complete lead measuring 86.6 cm was returned for analysis in one piece. Visual inspection revealed the lead body insulation was cut at the proximal region. The damage was found sustained during surgical procedure. The lead was otherwise normal. The cause of the reported event was due to cut insulation which is consistent with procedural damage.